Manufacturer narrative:
Concomitant medical products: 507652 lead, implanted on (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and went to the emergency room. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead had possible intermittent ventricular undersensing on an episode. The rv lead remains in use. No further patient complications have been reported as a result of this event.